Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor harness, rear case, left/ right iui's, tube drivearm and sleeve drivearm. Removed loose screw. A review of the device history record showed the device had a manufacture date of 04/25/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the harness - intermittent (error code 354.6770). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1604765 syr rear case CAPA ca-2018-0161 iui conn issues.

Event description:
It was reported the device was displaying error code 354.6770 and had a screw loose inside device. No patient involvement.

Event description:
It was reported the device was displaying error code 354.6770 and had a screw loose inside device. No patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported the device was displaying error code 354.6770 and had a screw loose inside device. No patient involvement.